Event description:
As reported, event 1: I received an email ref the leakage of product ID: 415068 safesite injection site. He mentioned the product leaked & blood escaped from the valve, this has occurred on x 3 occasions with x 1 doctor no other staff have had this issue as per his statement.. The valve that the incident occurred on came out of the same box.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Five unused samples and two photographs were provided for evaluation. Upon visual inspection of the received samples, no damages or other deviations were detected at the five received samples. Upon visual evaluation of the two photographs, blood leakage was detected. The returned product was functionally tested per specification and the reported defect was not able to be replicated or confirmed. Therefore, no root cause could be determined at this time. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.